Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an eye tracker was not tracking correctly during surgery. No patient harm and turned tracker off an completed the procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Field service engineer (fse) advised customer via phone (phone fix) to check few things on system, no further information is available. According to provided information, customer turned eye tracker off an completed the procedure. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).